Manufacturer narrative:
Customer contact reports, there is no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. The clinician cycled power and the unit operated normally, case completed. There was no report of patient injury.